Event description:
It was reported that the customer had unexplained high blood glucose of 469mg/dl, and his blood glucose was treated with manual injections. The caller was experiencing symptoms of excessive thirst, urination, ketones, and abdominal pain. Troubleshooting was performed. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. However, the insulin pump passed the displacement test.